Manufacturer narrative:
Device was not returned to MFR for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that "while breaking the set screw", the instrument "slipped from the ring counter torque". The instrument and/or set screw head entered the dura matter. The doctor was able to retrieve the set screw head. The pt reportedly had numbness on both legs after the surgery.